Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 163 mg/dl. The customer stated that insulin leaked out of the reservoir but was unsure of how it happened. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer stated that he was unsure. The customer stated that the pump was not exposed to high magnetic field. The customer stated that he was unable to troubleshoot because the screen went blank due to moisture damage.